Event description:
It was reported by the clinician that post insertion, they were unable to remove the spring wire guide and as a result had to send the pt to interventional radiology for removal. There were unusual circumstances or anatomy that may have caused the issue. This occurred in the cardia care unit, and the pt was already intubated.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.